Event description:
It was reported that the remote user interface joystick on the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The image acquisition board and the motion control board were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.